Event description:
It was reported to philips that the power switch was unavailable, which could prevent the system from booting up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It is reported to philips that the power switch was unavailable. Upon troubleshooting, philips remote service engineer (rse) checked the system remote and found that the internal x-ray tube grid was defective. The fse ordered a new x-ray tube for replacement according customer schedule. No further information regarding the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.